Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge via defib electrode pads. Complainant indicated that after pressing the shock button several times, the device successfully delivered energy to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.